Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly also it was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 112 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.